Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing in the ventricular channel was observed. The lead was capped.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between february 03, and march 06, 2025 recorded the increase of short intervals from 0 to around 45 on february 24. Furthermore the pacing impedance showed an increase from approx. 450 ohms to around 1200 ohms at the end of the recording period. The analysis of the provided iegm episodes no. 31 from march 05, 2025, no. 26 and no. 24 from february 24, 2025 revealed artifacts on the rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.